Manufacturer narrative:
Other relevant device(s) are: product ID: 9733623, serial/lot #: unknown, (B)(4). Initial reporter information was unavailable at the time of filing. A medtronic representative went to the site to test and service the equipment. The monitor was replaced. The navigation system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that the surgeon monitor was flickering. The issue only occurred on the surgeon monitor, not the staff monitor. This was noted to have occurred previously, but a medtronic representative (rep) was unable to replicate the issue. The rep was not present when this issue occurred this time. There was no patient involved.

Manufacturer narrative:
Additional information: the main component of the system. Other relevant device(s) are: product ID: 9734686, serial/lot #: (B)(4). Device evaluation: the surgeon monitor was returned for evaluation. Visual/physical examination and functional testing were performed but the reported issue was unable to be duplicated. The returned monitor had been damaged with the bottom corner of the display pulling away from the chassis. Otherwise, the monitor displayed a good image when connected to a known good system without the reported flickering. There was no problem or failure found with the returned monitor. FDA evaluation codes apply to the analysis completed for the monitor. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: initial reporter information updated. If information is provided in the future, a supplemental report will be issued.